Event description:
It was originally reported that the patient's neurostimulator had partially eroded through the skin. The patient was at the clinic in good condition. The healthcare provider confirmed that the patient experienced a new pain and wound dehiscence. The neurostimulator and lead were removed. The patient recovered without sequela.